Event description:
It was reported that the 6800 system would not boot. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord was tightened. The single board computer was replaced and the software was re-installed during the svc call. The system was tested and found to working as intended, and put back into svc.